Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that on (B)(6) 2013 the patient underwent removal of the mesh and there was a "large amount of omentum and some bowel incarcerated in the hernia" with omentum that was "densely adherent to the previous mesh." It was reported that the patient continues to experience pain, constipation, recurrent hernia defects, nausea, chills, fever, inflammation, sleeplessness, loss of energy, loss of weight. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.